Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2022. The issue occurred with three same type of infusion sets. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.